Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/27/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient had a skin reaction 4 days after the sensor was inserted in the abdomen. The patient developed itching and burning sensation under the sensor patch area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a health care provider who prescribed an oral antibiotic medication (clindamycin unspecified dosage). Due diligence attempts to contact the reporter for more information were attempted but not successful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.